Manufacturer narrative:
This report is for an unknown constructs: expert tibial nail/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lu, k. Et al (2018), application of the chinese aircraft-shaped sleeve system in the treatment of tibial shaft fractures using a suprapatellar approach for tibial intramedullary nailing: a randomised controlled trial, journal of orthopaedic surgery and research, vol. 13 (286), pages 1-11, (china). The aim of this study is to investigate the effectiveness of the sleeve system in the treatment of tibial shaft fractures using a suprapatellar approach for tibial imn. Between may 2011 to may 2015, a total of 212 normal adult patients (101 male and 111 female) with a mean age of 41 years (range 18¿73 years), magnetic resonance imaging (MRI) of the knee joints of normal lower limb function were obtained. Between june 2015 to june 2018, a total of 60 patients (33 male and 27 female) with an age range of 22 to 69 years underwent tibial intramedullary nailing fixation of tibial shaft fractures. Surgery was performed with either a cass system or a conventional sleeve. Closed or open reduction was then performed using expert tibial nail system (etn; depuy synthes, USA), with a suprapatellar approach. Follow-up period is unknown. The following complications were reported as follows: cass group: 1 patient experienced patellofemoral joint cartilage damage. In 1 case, on arthroscopic assessment, residual debris was identified, after irrigation. Conventional sleeve group: 8 patients had postoperative patellofemoral joint cartilage damage. 2 of the cases of articular damage in the conventional sleeve group were caused by damage to the sleeve (fig. 9), resulting in a change in the outerbridge classification from a grade of 0 preoperatively, to a grade iii, postoperatively. In 5 cases, on arthroscopic assessment, residual debris was identified, after irrigation. This report is for an unknown synthes expert tibial nail constructs. This is report 1 of 1 for (B)(4).